Event description:
The device was returned to baxter for service. During service, the device air-in-line printer circuit board was found to be out of specification. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the condition of the air-in-line printer circuit board found to be out of specification was confirmed as well as corrosion on the pump head channel a. The pump head module a was replaced.